Event description:
It was reported that a new ilet user experienced multiple occlusion alarms associated with an infusion set (inset) and possible bent cannulas, with hyperglycemia exceeding 400 mg/dl that resolved only after switching back to a prior insulin pump. Symptoms included hyperglycemia without documented ketones or need for professional medical intervention. Outcomes included interruption of therapy and temporary device disuse while awaiting follow-up training. Investigation included troubleshooting and patient education regarding potential cannula or tubing kinks and supply changes. Investigation of this case revealed occlusion consistent with insulin delivery blockage, though the exact point of obstruction was undetermined due to multiple supply exchanges. It was concluded that the event involved insulin occlusion related to the infusion set, with causality to a specific component undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.